Event description:
It was reported that during predilatation with the balloon (subject device) in the internal carotid artery (ica), vessel dissection occurred. A stent was deployed at the lesion. No further information is available.

Event description:
It was reported that during predilatation with the balloon (subject device) in the internal carotid artery (ica), vessel dissection occurred. A stent was deployed at the lesion. No further information is available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Manufacturer narrative:
The subject device was disposed.